Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this left ventricular (lv) lead was fractured and exhibiting a high out of range pacing impedance measurement and loss of capture. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.